Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump screen was shattered. Reportedly, the contact was unsure how the pump screen became shattered. The customer's blood glucose level was 90 mg/dl. The pump was still functional and would continue to be used for insulin therapy.